Event description:
Dear sir I have cataract surgery as on (B)(6) 2023. Doctor of (B)(6) has placed acrysof iq vivity iol sn (b)(6. After surgery I have got the following complications- 1 ring around the source of light in night even though company claim there ring should not in case of iol lenses. 2. Headache 3. Heaviness surrounding the eye. 4.feeling something preventing vision like a membrane. 3 unable to open eye continuously.